Event description:
The hospital reported that hst iii system (4.3mm), used for coronary artery bypass procedure, doctor found the seal could not be withdraw successfully and seal failed to deploy and used another product to complete the surgery. There was no delay. Per photo provided, the seal remained in the loader. There was no harm due to the defective device.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, b5, g4, g7, h2, h6, h10, h11. Corrected sections: h6--medical device ¿ problem code corrected from "3190" to "2183".

Event description:
The hospital reported that hst iii system (4.3mm), used for coronary artery bypass procedure, doctor found the seal could not be withdraw successfully and seal failed to deploy. The white plunger was fully pressed. The seal was not attempted into the aorta, as the doctor found the seal was stuck. Another product was used to complete the surgery. There was no delay. Per photo provided by complainant, the seal remained in the loader. There was no harm due to the defective device.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The lot #3000323857 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.